Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence was not able to confirm the complaint. No signs of implant loosening were observed on the photo attached of the explanted device. Additionally, no series of chronological x-rays was provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device.

Event description:
Male patient received a right attune tka to treat pain, osteoarthritis, a torn meniscus, and djd. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Male patient received a right knee revision to treat persistent pain secondary to aseptic loosening. Upon entering the joint, the surgeon debrided periarticular inflammatory tissue and sent it to pathology. The pathology report identified synovitis, arthrofibrosis, and giant foreign body reactive cells. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised to accommodate the revision construct. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient received a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2022, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.